Manufacturer narrative:
Follow-up from 12-aug-2015: updated ptc result was received. Final assessment detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-insert was broken in pieces. Only micro-insert was returned. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event during the procedure is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a usability issue. However, at this point in time no adverse events were reported. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated, no quality defect or device malfunction could be confirmed. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, there were difficulties in device releasing; and it remained attached to the fallopian tube. Physician had to remove the device with pliers. According to the product technical analysis, the micro-insert sample received was broken in pieces. The reported events, regarded as a device deployment issue followed by an insertion complication, are listed while device breakage is unlisted in essure's reference safety information. During difficult insertions essure placement may be unsuccessful. Considering that the deployment issue and insertion complication occurred in association with essure insertion, a causal relationship with the suspect insert cannot be excluded. Also, although the breakage was not reported, since the micro-insert returned was broken in pieces after the attempt to insert essure, it was also regarded as related to essure. This case was regarded as other reportable incident; since according to the reporter, the patient had a risk of ostium and fallopian tube lesion due to the events and also device breakage could have led to a serious deterioration of health under less fortunate circumstances. An initial product technical analysis (ptc) concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. An updated ptc analysis is expected. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 18-jun-2014: the local health authority was added as reporter under the reference numbers (B)(4). Ptc investigation result was received on 18-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. As of 5/18/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c51341 (production date 02-may-2014 and expiration date 31-may-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a usability issue. However, at this point in time no adverse events were reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, there were difficulties in device releasing; and it remained attached to the fallopian tube. Physician had to remove the device with pliers. The reported events, regarded as a device deployment issue followed by an insertion complication, are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful. Considering that the events occurred in association with essure insertion, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident; since according to the reporter, the patient had a risk of ostium and fallopian tube lesion due to the events. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(4) 2015 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2015 with lot number c51341 (expiration date may-2017). It was reported a good placement of delivery catheter into left ostium with easy insertion. Difficulties of release of left essure despite good positioning and thumbwheel activation, and finally when the device was released, it remained attached and should be removed with pliers. According to the physician, the consequences for the patient were longer surgical time, risk of lesion of the ostium and fallopian tube. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, there were difficulties in device releasing; and it remained attached to the fallopian tube. Physician had to remove the device with pliers. The reported events, regarded as a device deployment issue followed by an insertion complication, are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful. In this particular case a product technical analysis will be requested for further evaluation of the reported events; however considering that they occurred in association with essure insertion, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident; since according to the reporter, the patient had a risk of ostium and fallopian tube lesion due to the events. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 21-sep-2015: no further information was provided despite follow up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-sep-2015 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases. Complication of device insertion. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, there were difficulties in device releasing; and it remained attached to the fallopian tube. Physician had to remove the device with pliers. According to the product technical analysis, the micro-insert sample received was broken in pieces. The reported events, regarded as a device deployment issue followed by an insertion complication, are listed while device breakage is unlisted in essure's reference safety information. During difficult insertions essure placement may be unsuccessful. Considering that the deployment issue and insertion complication occurred in association with essure insertion, a causal relationship with the suspect insert cannot be excluded. Also, although the breakage was not reported, since the micro-insert returned was broken in pieces after the attempt to insert essure, it was also regarded as related to essure. This case was regarded as other reportable incident; since according to the reporter, the patient had a risk of ostium and fallopian tube lesion due to the events and also device breakage could have led to a serious deterioration of health under less fortunate circumstances. An initial product technical analysis (ptc) concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. An updated ptc analysis is expected. Despite follow-up attempts no further information was obtained.